Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and cardiac tamponade occurred. The procedure was cancelled. During a procedure indicated for mitral stenosis treatment, a versacross access solution was selected for use. The physician was attempted first transseptal access, however to perform balloon mitral valvulotomy (bmv) a better positioning was required. During third attempt, perforation occurred and caused a bleed into the pericardial space which was confirmed by echo and x-ray. A surgical repair was needed. Patient current status is unknown. The device is not expected to be returned for analysis (disposed).